Manufacturer narrative:
An event of pericardial effusion, chest pain, pericarditis and gastrointestinal bleeding was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Ppt images from field were reviewed and showed a small pre procedural effusion. Images demonstrated a tv sheath positioned deep into the laa and device fully deployed, slightly off axis with little or no separation on the mitral side. A fluoro image showed device deployed with barrel type compression. Contrast injections did not appear to flow behind the lobe. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. A trace pericardial effusion of 1.7cm was noted on pre-procedure imaging. During procedure, the patient was on atrial fibrillation (afib), the left atrial pressure was above 12 mmhg and the activated clotting time (act) 255s and a heparin was administrated. The amulet was implanted with a single deployment with no partial recaptures. After the procedure the patient was on dual antiplatelet therapy (dapt). The size of the effusion was not changed after the procedure. On 21 (B)(6) prior to discharge, transesophageal echocardiogram (tee) revealed no change in the effusion. On (B)(6) patient presented with chest pain and was admitted in the hospital. Tee revealed no significant change in the effusion, and patient treated for pericarditis with a high dose of aspirin. On (B)(6) 2023, the effusion was imaged again and was significantly larger. On (B)(6) patient was imaged again and effusion and inferior vena cava (ivc) that did not collapse on inspiration were still noted. The patient also developed a gastrointestinal (gi) bleeding following the high dose aspirin during the hospitalization to resolve the pe. Because of this, the patient was taken off aspirin but has since restarted post discharge. On (B)(6) 2023, the physician decided to do pericardiocentesis, and 590 cc's of fluid were removed. The drain was still in place with no effusion noted and scheduled to be removed by the end of the day. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.